Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event; see also 0002184052-2016-00184.

Event description:
The sales associate reported the screw head came off the screw. The surgeon was doing a l4-s1 posterior fusion and after placing the rod and provisionally tightening the caps, he decided he wanted to take the rod out and place more bone graft under the rod due to high risk patient. After removing the caps and the rod, the screws had lost their poly-axial capability and as he used a head turner to gain that poly-axial capability back, the head disassociated from the screw. The surgeon removed the screw and the head came completely off the post of the screw. He replaced both screws then without incident. It was confirmed the same caps and rod used once the screws were replaced.

Manufacturer narrative:
The returned pedicle screw was examined. The tulip has disassembled from the screw shaft; the complaint is confirmed. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device assembly with the inserter and installation.